Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Customer returned pump for an alleged cosmetic damage on the battery compartment and visit to emergency room for high bgs found on (B)(6) 2025. On svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2025. On svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08740 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-aug-2025 svn (B)(4), (B)(6) 2025 svn (B)(4) and (B)(6) 2025 svn (B)(4) listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 509 mg/dl. The customer visited the emergency room and was treated with insulin drip. The customer reported confusion, increased thirst and dizziness at the time of hospitalization. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040a, mmt-431ak. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported a crack in the battery tube side. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-431ak. Mmt-1884l was requested, and the customer response was the device will be returned.